Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contractures, baker grades iii. Device remains implanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: stress marks, wear abrasion, red particles and crease fold observed on the device. Observed an opening on anterior assessed as fold flaw opening. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported "capsular contractures, baker grades iii, and exchange from textured to smooth breast implants due to the patient¿s concern with the product". This record is for the right side. Device was explanted.